Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with left arm swelling and redness 2 weeks post lead revision. The patient developed infection. The device and leads were explanted. The patient was in a stable condition before, during and after the procedure. Related manufacturer reference number: 2017865-2019-08671; 2017865-2019-08672; 2017865-2019-08674.